Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an out of range pacing impedance measurement. The lead was checked in bipolar and with acceptable pacing impedance measurements. Some noise was observed in unipolar, however no noise was seen in bipolar. No adverse patient effects were reported.

Event description:
Additional information was received that this lead again exhibited out of range pacing impedance measurements. The lead safety switch was triggered and the lead switched from bipolar mode to unipolar mode. When the lead was in unipolar oversensing of the atrium was observed which resulted in pacing inhibition. However, it was noted the patient had an underlying rhythm. No adverse patient effects were reported.

Manufacturer narrative:
The lead was set to bipolar and will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Programming changes were made which resolved the clinical observations. Records indicate this lead remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
Additional information was received indicating the oversensing continued to be observed following the programming changes. Boston scientific technical services (ts) there were few programming options remaining, however provided the options available. It was reported the patient was not symptomatic. Records indicate this lead remains in service. Should additional information become available this report will be updated.